Event description:
It was reported that during a plastic surgery procedure the device was used and misfired, cutting a pt vein. The device had fired 2-3 clips before it jammed. Bleeding occurred, but it was not significant. The bleeding was stopped with a suture to the vein. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The jaw appeared to be in alignment and the clip retainer, push fork and jaw clearance were acceptable. Upon evaluation, the one remaining clip in the device was cycled, fed and formed with proper pinch and alignment. After the clip was fired, the locking mechanism did not engage. No lot number was provided, so the device history record could not be reviewed for discrepancies.